Event description:
Unresolved type I endoleak. The patient's vasculature was reported to be tortuous with ectatic attachment sites. A stent was placed in the left iliac to resolve a type I endoleak. A type I endoleak at the superior attachment system was not resolved with placement of a stent and additional balloon inflation. The patient will be monitored by the physician.